Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the valve was able to be implanted at a depth of 0 mm non-coronary cusp and 2mm left coronary cusp. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. Potentially, procedural circumstances (implant depth) contributed to the event, however, this could not be confirmed. The reported surgery and hospitalization are the result of case-specific circumstances, as a permanent pacemaker was implanted and the patient remained hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was implanted utilizing a large flexnav delivery system. Length of membranous septum was 4.6mm. During procedure patient developed complete heart block. It was thought to be due to placing the non-abbott guidewire in the ventricle. The navitor was deployed at a depth of 0mm non-coronary cusp and 2mm left coronary cusp. After implantation, the heart block persisted and the patient left the or with a temporary pacemaker. On 28 august the patient received a permanent pacemaker due to a complete heart block. Hospitalization was extended due to the condition.